Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. . Manufacturer¿s reference number: b)(4).

Event description:
It was reported that a 50-year-old caucasian female who underwent an unspecified breast surgery with a mentor memorygel, 275cc silicone breast implant experienced left sided rupture post procedure. The issue was diagnosed through ultrasound examination. As a result, patient scheduled for removal on (B)(6), 2022.

Manufacturer narrative:
Device evaluation completed on october 16, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the clinical gel sltx 275cc breast implant was found to be ruptured, received incomplete, and without the patch. Additionally, shell wear was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received on october 14, 2022, indicated that the patient had a complete rupture on the left side, the right side there was free silicone but the site of the leak could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 3, 2022 indicated that the patient also experienced bilateral fluid accumulation , the fluid was taken care of by the doctor.the left side rupture wa symptomatic. As a result patient underwent bilateral replacements as follow: l/ cat#: smpb-340, sn#: (B)(6), and r/ cat#: smpb-340, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).